Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The patient presented remotely on (B)(6) 2017. No further episodes were observed. The physician elected to make no programming changes. The patient was fine throughout.